Event description:
It was reported, the patient is experiencing a burning sensation when using the scs system. The reported discomfort is not limited to the recharging of the ipg and begins when therapy is initiated. The patient alleges the implant depth of the ipg is more superficial than when the device was originally implanted. The patient has not utilized the scs system in approximately two weeks alleging it is not relieving her pain. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.